Manufacturer narrative:
One opened bl5423w pack from lot v6786 was returned for evaluation. The visual examination found the tip protector missing, the needle was not bent, the port window is in the opened position and the back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates and performed as intended. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report from healthcare professional at (B)(6) in (B)(6), has indicated that the cutter did not cut well. The healthcare professional used a different cutter to complete the procedure without any consequences or injury to the patient.